Event description:
A contract service agent contacted physio-control to report that their customer's device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly. The electrically leaky filters caused the internal hlcs to become depleted.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.